Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer completed the load process and the pump gave a message to load a cartridge. It was indicated that there were no alerts or alarms. The customer reloaded the same cartridge and was able to resume insulin delivery. There was no impact the customer's blood glucose level.